Manufacturer narrative:
For information - retrospective review after expertise report: this event occured in (B)(6). Direct analysis on returned device: the screw fractured into at least three pieces, two were returned to sbm. The pieces were the cylindrical portion of the screw with the head included and a fragment of the cylindrical portion. The external diameter of the screw measured on the piece that includes the screw head: 8.0 mm / ø root 5.7mm. Length of the piece that includes the head: minimum of 12.3 mm / maximum of 20 mm. Length of the fragment of the cylindrical portion: minimum of 8.9 mm / maximum of 11.3mm. The screw ruptured at the junction of the screwdriver's impression with the guide zone of the guide pin. The threads of the screw fragment with the head are free from damage. The first thread of the end of the cylindrical fragment is damaged, it is lying backwards. The head of the screw has no cracks or incipient fractures. The recess begins at 0.2 mm below the head => positioning of the spindle during the preparation of the injection mold conforms with procedure mop 2010.55. Insertion test with ø8 screwdriver into the recess of the screw is ok: test carried out with ligafix screwdriver ø8 (lot 120217). Tissue residues are present up to the fracture (13 mm from the head) => the screw seems to have been introduced 9 mm into the tunnel at the time of breakage. The tcp granules are clearly visible. Conclusion: observation of the screw reveals a combined torsional and perforation fracture at the birth of the screwdriver recess. In the absence of several elements surrounding the circumstances of the screw breakage and based on the observations made of the returned screw, the hypotheses that can explain this case of breakage are: the surgeon applied a pushing force to the screwdriver while driving the screw. The screw being only slightly driven by the screwdriver at the entry cone, this makes this area more sensitive to torsional stresses. The combined efforts of driving and compression exerted on the tip of the screw during its insertion into the tunnel caused it to break. The screw was not inserted perfectly along the axis of the tunnel. The entry cone of the screw found itself jammed against the cortical bone, the continued driving force deformed the cylindrical portion of the screw which was being driven by the screwdriver, causing torsional stresses at the junction of the guiding zone of the pin and the screw recess. As the tip of the screw was blocked, the torsional stresses were greater than the elastic limit of the duosorb (the constituent material of the screw), which cased the screw to break. The surgeon indicates that there is no clinical consequence for the patient and that the device not caused serious injury. No delay in surgery over than 30mn. The same event would be likely to cause or contribute to serious injury because the medical device is fractured in the patient and he retain potentially a piece of screw. Very low biological risk: excess resorbable material. But the piece of screw can be an obstacle for a new screw, which can generate a new breakage - potential mechanical risk. The injection conditions comply with our specifications. No corrective action. Our export area sales manager keep in touch with distributor to identify possible improvement points on the surgeon's technique. This file is closed.

Event description:
(B)(4) - retrospective review after expertise report. Event occured on (B)(6) 2019 in (B)(6) - transmitted on (B)(6) 2019 by distributor for regularisation - incident report received on (B)(6) 2019: "the screw was broken during surgery".